Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the product returned noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. Analysis also noted offset and overlapping intermediate coils sporadically 1 mm proximal to the center solder for a length of 2 cm. There were multiple kinks in the core through out the entire length of the guide wire. These noted damages appear to be consistent with product handling during the procedure as there was no reported damage during inspection prior to use. Analysis confirmed the reported guide wire separation as the core was separated at the distal end of the hypotube. There was core visible in the hypotube at the separation. The separated portion was returned. Scanning electron microscope (sem) analysis of the guide wire suggests that the failure of the core may be attributed to ductile overload at a bend. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. For the guide wire to fail in this manner, the hypotube being over pulled or over bent would require it to be trapped within the anatomy or another device in order to create the required forced to cause a separation. Patient anatomy, lesion morphology, and/or resistance between products can all be factors. Reportedly, the balance middleweight (bmw) guide wire was used in a cardiac rhythm management (crm) and was used to position the left ventricular pacing lead and it should be noted in the instructions for use, intended use section that states all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is unknown whether the use of the bmw guide wire in a crm and positioning the left ventricular pacing lead contributed to the reported guide wire separation. Overall, based on the returned product analysis and the scanning electron microscope analysis results, the reported guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Manufacturing performs a non destructive hypotube junction pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the bmw guide wire was being used in a cardiac rhythm management (crm) procedure where the superior vena cava (svc) was partially occluded and was to be dilated in an attempt to re-position the left ventricular pacing lead. During the case, 38 cm of the distal section of guide wire broke off. The separated portion was snared with an ablation catheter and then biopsy forceps were used to grab and remove it from the patient. The lead could not be re-positioned; therefore, the patient was to have an alternate procedure replacing the pacing device. No additional information was provided.